Event description:
Steris has contacted the customer for additional information on the affected employee, however none was available.

Event description:
A steris technician was being assisted by a hospital staff engineer in replacing the elevation hydraulic cylinder of an orthovision surgical table. As instructed in the service manual, the table shroud was secured and the table top was supported in the center. While attempting to free the hydraulic cylinder, the device being used to secure the shroud dislodged, allowing the table top to come free. As a result, the hospital staff engineer¿s leg became pinned between the shroud and the table base. The hospital engineer was treated at the facility emergency department for bruising to his leg. The steris technician was not injured.

Manufacturer narrative:
An event of this type has not been reported to steris previously. Nevertheless, steris reviewed and revised its service instructions in response to this circumstance. The table was repaired, and placed back into service.